Manufacturer narrative:
The manufacturing location for this product is cazin. This site is an OEM manufacturing site. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ secondary set c61 had leakage at the connecting point of the tubing to the handle. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd phaseal¿ secondary set c61 had leakage at the connecting point of the tubing to the handle. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: since only picture of the sample was available, investigation was based on the picture and user description of the event. DHR of the lot reported contains results of the testing and all samples from this lot passed the test. Test is designed to detect leakage. And also all other tests were conformal. DHR file of the tube was also reviewed for possible explanation of the defect reported and no ncr-s raised during manufacturing of the tube. Dispenser functionality was checked prior to start of the lot 1007247 as stated in DHR. Investigation conclusion: probable root cause for this defect is molding issue with the spike component where one side of the spike becomes thinner and crates hole on that side. CAPA (B)(4). 2. Probable cause is lack of solvent on tube where dispenser did not apply enough solvent to make tight seal. Dispenser functionality was checked prior to start of the lot 1007247 as stated in DHR. CAPA is assigned to vm team (B)(4) and investigation is undergoing. Spike component is received from vm and final assembly is done in cazin plant. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: no.